Event description:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging nose irritation; dizziness and/or headache; asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging nose irritation; dizziness and/or headache; asthma (new or worsening). No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation secondary findings was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was twenty-seven error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.